Event description:
In 2008, the pt reported that his infusion device made a grinding noise while delivering a bolus and then the infusion device stopped. He stated that he changed the batteries and had no further issues. He does not know how long the batteries had been in use. The pt was using expired, recalled product. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.